Event description:
It was reported to nuvectra that during the removal of the trial leads on (B)(6) 2018, the first lead was removed without issue. The second lead separated during removal and a portion of the lead remained in the patient. The remaining lead was removed on (B)(6) 2018 and the patient is doing well.